Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced complete left bundle branch block. At the patient's three-month follow-up appointment after a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter complete left bundle branch block was observed on the 12-lead electrocardiogram. It is unknown if any medical intervention was performed to treat the complication. The patient's current condition is unknown. The device is not expected to be returned for analysis due to disposal.